Event description:
It was reported that this right atrial (ra) lead exhibited elevated impedance values. A variation was noted over the last 12 months of greater than 500 ohms. There is no evidence to suggest that intervention is planned or has been performed. No adverse patient effects were reported. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).